Event description:
It was reported that the patient was experiencing coupling/communication issues with recharging; the patient underwent surgery to correct the problem (details not specified). The patient is no longer experiencing any issues. A follow-up will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).